Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a large erythematous and edematous area at the previous abdominal infusion site and was prescribed an antibiotic therapy.